Event description:
It was reported that while using the forceps, the user needed to pull the tissue with the forceps resulting in tearing of the tissue with bleeding. The user stated that cutting with the grasper jaws was not uniform. No further patient injury or other health consequence was reported.